Event description:
It was reported that pump experienced malfunction with malfunction code 5 and fault ID 0x2147, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to power pump down due to charging issue referenced in another case, and malfunction code was noted to be resettable, but no additional information was received regarding further actions or resolution.